Manufacturer narrative:
Exemption number: e2015015. The device does not have a 510 (k), but was once improperly sold in us and is being reported since there still are 2 units installed in patients. In telephone contact, the dentist informed that he did not have information about lot number of the product. Considering the surgical methodology, it was seen that the dentist has used sequence of drills different than the ones recommended for the implant installation.

Event description:
(B)(4) - the dentist reported that after dental implant was installed in patient¿s mouth, its non-osseointegration was observed. No further information was provided.

Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that after 22 days dental implant was installed in intraoral region 14#, its non-osseointegration was observed. In addition, 30ncm of primary stability was achieved and the patient presented bone type iii.